Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (1.3 mg/ml at 0.6382 mg/day) via an implantable pump for non-malignant pain indications for use. It was reported that during the pump refill, they got residual medication out without actively aspirating or drawing back into the syringe and it seemed to come out fast and with a lot of pressure. The managing pump physician and the patient were both also on the call. The patient expressed that she has never had the expected pain relief since she got the pump. The agent reviewed with the company representative (rep) how the pump works as it relates to the reservoir valve and the silicone septum that was punctured when a needle was placed into the fill port. The agent reviewed with the rep that the drug will not escape the pump through the fill port when the needle was removed due to the presence of the septum. The agent reviewed option to fill the pump with pfns and bring the patient back later to measure the expected versus actual residual volume to ensure that the fluid was only leaving the pump through the catheter as intended. The agent reviewed option to do a dye study and/or program a single bolus of medication to investigate therapy concerns. The issue was not resolved through troubleshooting. The healthcare provider (hcp) noted that the refill was being done under fluoroscopy.

Manufacturer narrative:
H3. ***h10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that there was no issue with the device. It was noted that the event was a normal variation in pump function within acceptable limits, along with the titration of therapy. The event was resolved. "***this event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe***".